Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The part was not available for evaluation as it was discarded by the hospital. Evaluation of the imaging provided show the locking cap has disengaged from the screw head at l4. It's possible excessive force placed on the implant during unknown patient loading or insufficient tightening of the implant may have contributed to the reported issue; however , the exact cause cannot be determined.

Event description:
It was reported a creo locking cap backed out post-operatively.